Event description:
During the investigation of an existing complaint, he failure analysis investigation identified a potential fragment such as a lodged staple from the sureform 45 curved-tip stapler reload.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper to perform failure analysis. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event of a broken cable. For clarification, there is no damaged cable, what you can see is a staple from the stapler. The instrument was visual inspected internal and external; no issues were identified. Isi has not received the reload associated with this event. Therefore, the probable root cause of the failure mode has not been determined.